Event description:
A caller reported that the t:slim x2 pump battery was not charging due to an unstable charging connection. The issue was linked to using a third-party wall adapter instead of the recommended tandem adapter, although the silver usb port was not visibly damaged. There was no adverse impact to the customer's blood glucose level. Technical support responded by sending a replacement tandem cable and wall adapter via two-day shipping, and advised the customer to rely on the current pump and mdi if the battery depletes before receiving the new supplies.